Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsv4b11) was returned for investigation. Visual inspection of the as returned products identified minor wears on the platform and around the external threads due to usage. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the product met design specifications . A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no device malfunction found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report, d3: manufacturer, d4: device expiration, d4: (B)(4), g2: manufacturer's contact office, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the patient suffered bone loss. As a result, the implant (tsv4b11) was removed. Tooth location 5.